Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the recommended tandem charging cable and wall adapter. No adverse impact to the customer's blood glucose level was reported. Customer attempted various troubleshooting steps, including using different adapters and cables, without success. As a result, cts arranged for the pump to be replaced and advised the caller to allow the battery to deplete fully before returning the pump to tandem. The customer was informed about the steps to take upon receiving the replacement pump and agreed to return the problematic pump with a pre-paid shipping label.